Event description:
Legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2011. Subsequently, legal counsel further reports patient underwent a revision procedure on (B)(6) 2011, due to patient allegations of pain, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-05467 /-06389).

Event description:
Legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2011. Subsequently, legal counsel further reports patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2011 due to pain and a leg length discrepancy. Operative report noted a femur fracture occurred during removal of the stem. Operative report further noted the acetabular cup was secure and there was no wear present on the polyethylene liner. The modular head, taper adapter and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.